Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Corrections: MFR site - reg#, method code 4114 removed, result code 114 removed. A sterile, unused xience sierra device was returned for analysis. There was no damage noted to the sterile device. The balloon working length was tested and was within specification. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. .

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported defective item (oversized balloon) based on the information provided. It should be noted that the appearance of the balloon being longer than expected is a personal opinion of the physician and cannot be confirmed as the device was not returned for analysis. Based on the account provided photographs it does not appear that the balloon length is out of specification; however, this cannot be confirmed without further device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was retained at the hospital and will not be returned for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that before use, and after unpacking the device without issues or resistance, the 3.5x08mm xience sierra balloon appeared longer than expected. The device was not used and there was no patient involvement. No additional information was provided regarding this issue.